Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'did not deliver as programmed, bag still had fluid through it said it was empty' which was found to under deliver. The reported condition was verified. The cause was determined to be an out of adjustment pressure plate travel. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not deliver as programmed and bag still had fluid even though it said that it was empty. The event happened during delivery. There was no known patient injury or medical intervention associated with this event. No additional information is available.